Manufacturer narrative:
Additional information: b.5 event updated. G.3 follow-up information received. H.6 updated. The complaint is confirmed. One unpackaged 1255-300 tibial insertion guide, extended batch 212469, was received for investigation. The visual evaluation revealed that the received insertion guide was detached. It was noted that part 1239-100 locking bolt is still attached to the returned device. It was observed damaged along the returned 1255-300 as the laser marks faded. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Event description:
On 1/15/2024, the sales representative provided the following information via email: the procedure was completed by the surgeon manually inserting the screws proximally instead of through the jig. There was no case delay reported, and the procedure was completed successfully. The first incident had previously been reported to arthrex.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06039695 that a 1255-300 suprapatellar insertion guide and a 1239-100 locking knob insertion guide had an issue during a tibial nail procedure on (B)(6) 2023. The patient was a 15 yo with hard bone, they reamed 2mm larger than the selected nail size, which was a size 9 nail. Upon insertion of the nail, the jig broke but wasn¿t noticed until trying to rotate the nail, and then it fully separated when trying to back slap the nail to gain compression of the fracture. The surgeon was able to get the piece of jig out of the patient. He had to do perfect circles proximally. This is the 2nd time this situation has happened. This occurred during use with no patient harm. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.